Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed a significant reduction or cessation of pulsatile flow. When attempting to depress the button, it could not be pressed at all. The indicator window was solid black at the time and did not show any red color during retraction. The device was not deployed outside the patient. The device was used to close a puncture site following carotid artery stenting (cas). The procedure involved closure of a right femoral artery access site following use of an 8f non-cordis sheath introducer. The operator was trained, and the device was stored and prepared according to the instructions for use. The procedure used a retrograde approach. No visible damage to the device or packaging was noted prior to use. The femoral artery¿s suitability and a diameter =5mm were confirmed by angiography. There was no visible calcium, plaque, stent, or stenosis >50% at the puncture site. No closure device or manual compression was used at the site within 30 days prior, and no evidence of hematoma, av fistula, or pseudoaneurysm was observed before using the exoseal vcd. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, user-related factors (user error) such as the 8f sheath which was reported to be used with a 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back indicator showed a significant reduction or cessation of pulsatile flow. When attempting to depress the button, it could not be pressed at all. The indicator window was solid black at the time and did not show any red color during retraction. The device was not deployed outside the patient. The device was used to close a puncture site following carotid artery stenting (cas). The procedure involved closure of a right femoral artery access site following use of an 8f non-cordis sheath introducer. The operator was trained, and the device was stored and prepared according to the instructions for use. The procedure used a retrograde approach. No visible damage to the device or packaging was noted prior to use. The femoral artery¿s suitability and a diameter =5mm were confirmed by angiography. There was no visible calcium, plaque, stent, or stenosis >50% at the puncture site. No closure device or manual compression was used at the site within 30 days prior, and no evidence of hematoma, av fistula, or pseudoaneurysm was observed before using the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.